Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid. The same day the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 72 hourly, ongoing) and meropenem injection (500gm, intraperitoneal, ongoing) for peritonitis. It was reported that retraining was done for the patient. At the time of this report the patient has was still recovering from cloudy pd effluent infection. It was reported that the patient was still hospitalized for the event. Pd therapy was ongoing.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow-up, it was reported that the treatment with vancomycin and meropenem was discontinued and 20 days after hospital admission the patient was discharged from the hospital and was recovered from peritonitis. Dianeal 1.5% pd2 was discontinued and dianeal 2.5% pd2 was ongoing should additional relevant information become available, a supplemental report will be submitted.